Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks overtime due to t-wave oversensing and changes in amplitude morphology measurements. Myopotentials were also seen. The s-ICD has been reprogrammed and remains in service. No adverse patient effects were reported.